Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the back end assembly of the attachment device was damaged, the laser marking was fading away, the spring was broken, and the bearings were contaminated. It was noted that there was component damage, foreign substance/debris/cleaning/sterilization, and cosmetic damage. It was further determined that the device failed pretest for cutter break assessment, and vibration assessment. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI (B)(4).

Event description:
It was reported that the nose cone of the attachment device was not holding onto the drill bit devices. During service and evaluation, it was observed that the device failed pre-test for vibration assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: upon further evaluation, it was found that additional failures were observed. It was noted that the attachment device could not lock/secure a cutter, there was vibration, illegible etching, the device was fractured, and there was bearing damage. The assignable root cause of these conditions was determined to be traced to component failure due to normal wear. This information does not change the reportability of the file and the event of vibration will remain a reportable malfunction.